Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 22, 2021.

Manufacturer narrative:
This report is submitted on august 3, 2020.

Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet following an MRI scan performed (B)(6) 2020. It is unknown whether the patient's head was wrapped per the manufacturer's guidelines. On (B)(6) 2020, the patient underwent revision surgery to insert a new magnet into the implant pocket.